Manufacturer narrative:
(B)(4). D10 - associated medical device: g7 pps ltd acet shell 54f; item# 010000664; lot# 7586830. G2 - foreign: china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while trying to fit the ceramic liner into the cup, the liner broke. All the pieces were removed from the patient and the surgery with completed with another liner. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified that the liner shows signs of use with scratching on both the inside and outside diameter. The liner has fractured and not all pieces have been returned. Fracture surface artifacts suggest primary initiation along outside edge of liner. Further along in the fracture surface the crack appears to initiate along the inside edge of the fracture surface. Post fracture metal contact marks/damage is visible on many surfaces. There appears to be additional post-fracture contact damage. The failure mode is likely overload. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for this/these item and the reported part and lot combination. A definitive root cause could not be determined. The most likely root cause could be due to overloading of the liner during assembly into cup. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.